Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no or negligible motor movement, indicating that attempts to free a stuck motor failed. It was also reported that the insulin pump alarmed an error in the motor that was detected by an unexpected reading value received from the hall sensor. The caller did not know the blood glucose reading. The user was unable to complete the rewind sequence. The customer's mother stated that the alarms occurred after the device had been scanned by a hand scanner at an airport, while the customer was boarding the flight. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.